Event description:
It was reported the io was being used on a pt in the intensive care unit. During removal, they tried to turn on the needle with the ez-connect and the cannula separated from the hub. At which time they were able to remove it with a "kocher" forceps. There was no delay in treatment and no pt death or add'l complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The hub of the provided ez-io needle did not appear to be damaged. The cannula was bent at the proximal end and was dislodged from the hub. The provided instructions state "to remove catheter from patient: attach luer-lock syringe. Rotate syringe and catheter clockwise while using traction to withdraw catheter. Do not rock or bend the catheter during removal. A review of manufacturing records did not yield any relevant findings. However, a potential cause of this event is manufacturing related. A corrective action was previously implemented for this issue. This product was manufactured prior to the implementation of that corrective action. No further action will be taken.

Manufacturer narrative:
(B)(4).